Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt the physician felt that the helix would not fully retract. The helix was extended into the tissue; the physician was trying to get a good position. When the physician attempted to retract the helix, the lead dislodged. A different lead was implanted. No patient complications have been reported as a result of this event.